Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neuros timulator (ins) for non-malignant pain and chronic low back pain. The rep reported that the patient was feeling a burning sensation on the left side of her face, neck, shoulder, and breast area. The rep reported that the patient felt pressure in her cervical spine. The rep reported that it only happened when the ins was off, but it was hard to confirm that because the patient had not had the ins off since (B)(6). The rep reported that the patient had falls, but no fall or trauma right before the issue started. The rep also reported that contact 3 impedances were high at 5,278 ohms. Contact 3 was not used in programming. The rep reported that contact 0-1 was used for therapy and the lead was in the thoracic area. The issues started ¿b)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that it was still unknown if there was lead migration as the patient had not yet been seen to get an x-ray. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 crts (B)(4)(rep): information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. The rep reported that the patient was feeling a burning sensation on the left side of her face, neck, shoulder, and breast area. The rep reported that the patient felt pressure in her cervical spine. The rep reported that it only happened when the ins was off, but it was hard to confirm that because the patient had not had the ins off since (B)(6). The rep reported that the patient had falls, but no fall or trauma right before the issue started. The rep also reported that contact 3 impedances were high at 5 ,278 ohms. Contact 3 was not used in programming. The rep reported that contact 0-1 was used for therapy and the lead was in the thoracic area. The issues started ¿right before (B)(6)¿ in 2017. No further complications were reported. On (B)(6) 2018: additional information was received from the manufacturer's representative. It was reported that the cause was unknown. It was reported the patient would get an x-ray on her follow-up with the healthcare provider; x-ray will be done to see if there is a lead migration but it was very doubtful. Clinic stated the patient has many psych issues and that may be contributing to patient symptoms. It was reported the patient got symptoms with stim on or off.